Event description:
Device 2 of 2: reference MFR. Report number: 3006705815-2019-00870.

Manufacturer narrative:
Concomitant medical products: model 3186, scs lead. Therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report number: 3006705815-2019-00870. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. As a result, patient had the system explanted on (B)(6) 2019.